Manufacturer narrative:
B3: date of event is unknown. One device was received for evaluation. Visual inspection found a worn dso seal. A review of the device's event history log found 'communication module intermittent connection', confirming the reported problem. Functional testing was performed. Upon testing, the reported problem was unable to be duplicated. It was determined the most probable cause is a faulty wireless module/unstable wireless connection. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a red screen with numbers on it. There was unknown patient involvement.